Manufacturer narrative:
The following fields have been updated with additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 19-dec-2023 h.6. Investigation summary: catalog: 442020 batch no.: 3145900 customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history records review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history records review results.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive for c. Tropicalis occurred. Confirmatory testing gram stain gram positive cocci in clusters and culture only grew staph aureus. The following information was provided by the initial reporter: customer states she has multiple molecular fp for c. Tropicalis gram stain: gram positive cocci in clusters culture results: staph aureus accession number: (B)(4).

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive for c. Tropicalis occurred. Confirmatory testing gram stain gram positive cocci in clusters and culture only grew staph aureus. The following information was provided by the initial reporter: customer states she has multiple molecular fp for c. Tropicalis. Gram stain: gram positive cocci in clusters. Culture results: staph aureus. Accession number: (B)(6).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.